Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm 42 months ago. Vessel and aneurysm morphology at the time of implant was not reported. Currently, the CT demonstrated that there was severe angulation of the aortic neck and a contained ruptured aneurysm that was approximately 8-10 cm in diameter. It was reported that the patient had a proximal type I endoleak. The patient elected to not have any further intervention. The patient requested comfort measures and expired two days later.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak, ruptured aneurysm, death). Patient's condition affected effectiveness of device (severely angulated neck) evaluation codes, conclusion: device failure/lack of effectiveness related to patient condition (severely angulated neck).